Event description:
Clinical Narrative: An Impella 5.5 device was inserted surgically into the aorta in a 74-year-old male patient presenting with post-cardiotomy cardiogenic shock (PCCS) and low cardiac output syndrome (LCOS) following mitral valve repair/replacement surgery. Prior to Impella support, the patient was classified as Society for Cardiovascular Angiography and Interventions (SCAI) Stage D shock and was on an intra-aortic ballon pump (IABP), and was receiving multiple inotropes, vasopressors, and ventilatory support. The patient's comorbidities are unknown. In the operating room, following separation from cardiopulmonary bypass (CPB) and decannulation, the patient's hemodynamic status deteriorated. A decision was made to initiate veno-arterial extracorporeal membrane oxygenation (VA-ECMO) support and place an Impella 5.5 device directly into the aorta for left ventricular support. Due to limited visualization on transesophageal echocardiogram (TEE), the Impella 5.5 was advanced into the left ventricle. After the device was started, it was noted that the distal cannula tip had perforated the left ventricle. The Impella 5.5 was immediately removed and the left ventricular perforation was surgically repaired. The patient was subsequently transferred to the intensive care unit (ICU) without Impella support. The post-procedure outcome is survived at explant. The LV perforation is most likely due to limited visualization during placement.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.